Manufacturer narrative:
No unexpected button error alarm or display anomaly was noted and all of the buttons functioned properly. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's would not respond after a bolus. There were no significant events reported leading up to the event. The customer's blood glucose value was 113 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further info was provided.